Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted on recorded ventricular episodes. The noise appeared to be from an outside source. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.